Manufacturer narrative:
The following fields have been updated with corrected information: h.6 idmrf annex g code: g04069. Investigation summary: based on the investigation results, the reported issue of the customer experiencing carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: the complaint trend, device history record (DHR), and service notes were reviewed. The potential cause for the customer experiencing carryover was a clogged or dirty fluidics line. A long clean was performed by the customer, which was instructed by a tse (technical support engineer) no further problems were noted, and the instrument was confirmed to be functioning as expected. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment.

Event description:
It was reported that during use with bd facslyric¿ carryover involving patient samples occurred. There was no impact to patient. The following information was provided by the initial reporter: customer called in stating that they are experiencing carryover from 1 tube to the next tube.

Manufacturer narrative:
H6. Investigation summary: based on the investigation results, the reported issue of the customer experiencing carryover was not confirmed. Investigation results that were performed on the indicated failure mode were the following: the complaint trend and service notes were reviewed. The potential cause for the customer experiencing carryover was not determined. A long clean was performed for maintenance. No further problems were noted, and the instrument was confirmed to be functioning as expected. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd facslyric¿ carryover involving patient samples occurred. There was no impact to patient. The following information was provided by the initial reporter: customer called in stating that they are experiencing carryover from 1 tube to the next tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facslyric¿ carryover involving patient samples occurred. There was no impact to patient. The following information was provided by the initial reporter: customer called in stating that they are experiencing carryover from 1 tube to the next tube.